Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. Customer stated that screen was scratch and difficult to read information on the insulin pump. Insulin pump keeps asking for rewind every hour. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer returned pump for an alleged cosmetic damage located at the screen, unexpected rewind anomaly, battery anomaly, missing segments/partial display and exposure to moisture found on july 30, 2021. Pump was received with a minor scratched lcd window, a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, the pump had a high sleep current measurement. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump was monitored and no unexpected rewind anomaly and missing segments/partial display noted. Successfully downloaded history files and traces using thus. There was no record in the formatted history file of related alarms or unexpected rewind on the event date. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No alarms/alerts were found in the history files or traces for the event date. Pump was cut open to perform visual inspection and found corrosion on the pcba1 and pcba2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb1 was installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement due to corrosion on the pcba1 and pcba2. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a serial number label missing. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip were confirmed. Cosmetic damage was confirmed at the pump screen. Unexpected rewind anomaly was not confirmed. Missing segments/partial display was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the pcba1 and pcba2. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.